Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, damage (physical or cosmetic), no delivery/occlusion alarm, audio/vibrate anomaly/absence of alarm. Customer reported having a low blood glucose in april of 2024. Customer also reported having a crack in their pump, unexplained insulin flow block, and not receiving warning for low insulin. No symptoms of low were reported. No treatment was mentioned. The event involved product(s) mmt-431a, mmt-342, mmt-1880. Troubleshooting was not done. Helpline could not reach the customer. It was unknown if pump was used within 48 hours of the low. It was unknown if auto mode was used. It is unknown if customer will continue to use the pump. Customer reported low bgs. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No further patient complications were reported. No product return is required for mmt-431a. No product return is required for mmt-342. No product return is required for mmt-1880.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Found no delivery alarms or absence of alarms during testing. Successfully downloaded pump history files and traces using thump and carelink software successfully generated carelink reports. Found no relevant no delivery alarms in the pump history files and traces. Pump delivered 7 bolus deliveries on the event date of 01-apr-2024 at 09:51:11.000 to 23:41:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (20.81 mv). The following were also noted during visual inspection: corroded battery tube, battery cap contact damaged, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. No delivery/occlusion alarm and absence of alarm were not confirmed during testing. Cosmetic damage was confirmed at the pump case. Battery cap contact damaged was confirmed during visual inspection. Moisture damage was confirmed found isolated to the battery tube. Unable to verify customer's complaint for low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report which was not included in the initial report.